Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male pt, the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device ot continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.